Manufacturer narrative:
This report is submitted on april 20, 2021.

Event description:
Per the surgeon, the patient experienced swelling and movement of the implant in the patient's head. A revision was performed on (B)(6) 2021 where it was shown that the fixation screw was no longer engaged with the implant and the tissue around the osia was very irritated. A skin revision was performed and the osia device was reattached to the fixation screw. IV antibiotics and oral steroids were administered.